Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. Damage/protector tip problem was also noted. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.